Event description:
The facility representative reported a colleague infusion pump with failure code 16:336:936:4444. It is unknown where this event occurred; however, it occurred during programming/setup. There was no report of patient injury or medical intervention necessary. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.

Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. Pt started to notice "wear" on up and down buttons several months prior. Pt reported both buttons continued to function properly until (B)(6) 2010 when the down button stopped responding. Pt reported down button appeared damaged and was "popped out." Pt has used this infusion device for 2 years and boluses 6-10 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 16:336:936:xxxx in the device event history, but did not duplicate the failure code . The root cause could not be determined. Review of the device event history determined that the failure code occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.